Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
H3 other text : product not accessible for evaluation.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.